Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they were feeling a lot of pressure, and like they were coming down with a bladder infection. They had burning and they were uncomfortable. According to the patient, their bladder was constantly flowing like they had their period. If they laid down, they would have to get up to go. They began feeling the symptoms within the last week, prior to the report. The patient tried to use their programmer, but said they could not get a picture. It was asked if they replaced the batteries, but they insisted it was not the batteries. It was unclear if the patient was able to get the programmer to work. The implantable neurostimulator (ins) was indicated for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.